Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 200 mm long thoracic aortic dissection. The patient also had a dissection of the right common iliac artery. Vessel morphology is unknown. It was reported that the physician implanted the valiant captivia stent graft to treat the thoracic aortic dissection. The procedure was successful and the patient was doing well at the conclusion. The patient was reported to have good femoral pulses. The following day, the patient developed an iliac occlusion. The occlusion was treated with an ax-fem bypass. No additional clinical sequelae were reported. The patient remains in the hospital and is intubated, but is doing well hemodynamically.

Manufacturer narrative:
(B)(4).